Event description:
It was reported that deployment issues occurred. The target lesion was located in left anterior descending (lad) artery and circumflex artery. An unspecified size promus premier stent was selected to treat the lesion. It was noted that the proximal end of the stent did not conform well and the stent did not fully appose to the vessel wall. An unspecified stent was deployed overlapping thepromus premier stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).